Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The sensing vector was set to the secondary vector. Also, the device has reached end-of-life battery status and the clinic is wondering how long therapy will be available. Technical services reviewed the data and discussed the options. There were no additional adverse patient effects. The system remains implanted.